Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and discomfort ten days post implant. It was noted that patient had a pericardial effusion and it was drained. An interrogation the following day revealed the right atrial (ra) lead threshold rose and sensing declined. It was believed the ra lead caused the pericardial effusion. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.